Event description:
It was reported that the implantable cardioverter defibrillator exhibited far p oversensing causing inhibition of pacing. Further information was requested however, was not provided.